Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the roller clamp did not close and hold in the closed position. A clinician in the ER department tried to close the roller clamp, and when they returned the entire bag of IV solution ran through to an empty bag.